Manufacturer narrative:
(B)(4)

Event description:
An article was published in journal of cataract and refractive surgery in the year 2023; titled: "evaluation of ciliary body morphology and position of implantable collamer lens in low-vault eyes using ultrasound biomicroscopy." It reports five implantable collamer lenses were exchanged due to low vault. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: h6: medical device problem code - 1494: off-label use (acd < 3.0mm). Claim#: (B)(4).